Manufacturer narrative:
(B)(4).

Event description:
Patient reports a daily random shocking sensation. Denies any injury to cause this. He said the time it occurred, he was laying down and not in an emi environment. Patient did have surgery on his fingers, but stated that wasn't at the time that this started happening. Add'l info has been requested and if received, a f/u report will be sent.